Event description:
It was reported that a fractured provisional was received via the worn instrument return program. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - provisional bottom. The reported event was confirmed via product return. Visual examination of the returned product identified signs of use, nicked and gouged, and a corner of the post feature had fractured off. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviation or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.